Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The shaft and hypotube were microscopically and visually examined. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 70.5 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2017. It was reported that shaft broke in a segment that cannot enter the patient's body. A 5.00mm x 6mm nc emerge® balloon catheter was advanced for dilation. However, during the procedure, the shaft broke at the balloon hub/inflation device connection. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube separation of a portion that can enter the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2017. It was reported that shaft broke in a segment that cannot enter the patient's body. A 5.00mm x 6mm nc emerge® balloon catheter was advanced for dilation. However, during the procedure, the shaft broke at the balloon hub/inflation device connection. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube separation of a portion that can enter the patient's body.